Manufacturer narrative:
(B)(4).

Event description:
It was later reported that patient has had her implantable neurostimulator (ins) for over a month and not one bit satisfied and not satisfied with service at all. The patient has been keeping a diary per instruction and noticed she was going every hour but is finally able to sleep for 5 hours at night. The patient stated she did not feel she should have to do all that work .the patient felt stimulation and was on program 2 at 1.8. The patient stated she was in the health care provider (hcp)'s office on thursday and worked with the nurse who changed the program but did not think it was working that great. It was reported that the symptom control was not 50% or better. The patient still wears diaper, still has leakage, still going every hour. The hcp did not know all that much about it. The patient also complained about being trained under anesthesia. It was reported 2 days later, the circumstances that led to reported issues was noted as unknown. The patient hcp appointment was on (B)(6) 2015. It was noted that the loss of therapy and frequency has not been resolved. The patient stated that "now had a uti, which and wasn't told was side effect". The patient was unhappy with their device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported painful and uncomfortable stimulation; she had pain in the vaginal area with stimulation on. Stimulation was set at 2.0. The patient turned stimulation down to 1.3 v and the pain went away. The next night the patient went to the bathroom about four times and peed the bed with a diaper on. The patient wasn't feeling stimulation so she increased stimulation to 1.3 which was too high so she decreased down to 1.2 which was comfortable; however she still had a loss of therapeutic effect even after increasing the amplitude. On friday, (B)(6) 2015, the patient was up every hour all night but did not wet the bed. The next night not was not quite as bad and on monday she was going to the bathroom quite a bit too. The patient always had stimulation on. She increased stimulation on (B)(6) from 1.9 v to 2.1v. On (B)(6) the patient was lying in bed and she had painful stimulation, a shocking painful stimulation down her leg which was related to positional movements. She had since decreased stimulation which eliminated the uncomfortable stimulation. On (B)(6) the patient used 5 pads in 5 hours. She had not been provided information on when and if to change programs and she did not think she had any other programs. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Follow up is being conducted to determine what circumstances lead to the event, the steps taken to resolve the issue, and if the issue had resolved. If additional information is received, a follow-up report will be sent.